Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Upon review, it was indicated that the patient received inappropriate therapy and triggered the lia due to noise/electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.